Event description:
It was reported through litigation process that approximately four months and twenty-five days later post placement for chemotherapy in a patient with left breast carcinoma, the patient was admitted to the hospital for pulmonary embolus. Upon further review area of the skin was denuding in the suture line. Additionally, infection was suspected and the patient developed thrombosis. Subsequently, the patient underwent removal of the port. However, the current status of the was unknown,

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, the patient underwent central venous access port placement procedure, for chemotherapy procedure, to treat left breast carcinoma. Approximately, four months and three weeks later, the patient presented to the hospital reporting to have pulmonary embolus and diagnosed/suspected to have infection and thrombosis at the port and catheter. The patient underwent removal of the implanted port on the same day. Therefore, it can be confirmed that the patient experienced infection and thrombosis. However, the relationship to the port is unknown. The investigation is inconclusive for the reported skin erosion, expulsion and pulmonary embolism as there is no evidence found in the provided medical record. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately four months and twenty-five days later post placement for chemotherapy in a patient with left breast carcinoma, the patient was admitted to the hospital for pulmonary embolus. Upon further review area of the skin was denuding in the suture line. Additionally, infection was suspected and the patient developed thrombosis. Subsequently, the patient underwent removal of the port. However, the current status of the was unknown.